Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, withdrawal difficulties occurred. The long stenotic lesion was located in the right coronary artery (rca). The physician advanced a 185cm iq guide wire to the lesion without any trouble. The radiopaque wire tip was placed immediately behind the crux cordis in the right posterolateral branch (rpld) ostium. The physician then deployed two unspecified bare metal stents in the mid and proximal rca. The overlap area of the two stents was post dilated using the balloon of the second stent. Angiography documented good primary results and then the stent balloon was removed. However, the wire could not be removed even while applying considerable tension. Assuming that the wire was blocked at the distal end of the stent, a balloon was easily advanced across the wire into the distal rca. At that moment the wire was movable and could have been withdrawn. However, thinking that the most probable reason for the stuck wire was to be found at the stent end, the wire was advanced further into the rpld branch without trouble and another unspecified bare metal stent was deployed in the distal rca. After the overlap area of the stents was post dilated the wire was unable to be removed. High-pressure dilatations of the stents were performed, but the wire remained impossible to remove. However, it was possible to advance the balloons/stents via this wire to just before the crux cordis. The patient was transferred to the cardiac surgery clinic and bypass surgery was performed to remove the wire. The cardiac surgeon could not give a logical explanation why the guide wire could not be withdrawn and it is believed that any visible damages on the wire are the result of repeat manipulations.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, withdrawal difficulties occurred. The long stenotic lesion was located in the right coronary artery (rca). The physician advanced a 185cm iq guide wire to the lesion without any trouble. The radiopaque wire tip was placed immediately behind the crux cordis in the right posterolateral branch (rpld) ostium. The physician then deployed two unspecified bare metal stents in the mid and proximal rca. The overlap area of the two stents was post dilated using the balloon of the second stent. Angiography documented good primary results and then the stent balloon was removed. However, the wire could not be removed even while applying considerable tension. Assuming that the wire was blocked at the distal end of the stent, a balloon was easily advanced across the wire into the distal rca. At that moment, the wire was movable and could have been withdrawn. However, thinking that the most probable reason for the stuck wire was to be found at the stent end, the wire was advanced further into the rpld branch without trouble and another unspecified bare metal stent was deployed in the distal rca. After the overlap area of the stents was post dilated the wire was unable to be removed. High-pressure dilatations of the stents were performed, but the wire remained impossible to remove. However, it was possible to advance the balloons/stents via this wire to just before the crux cordis. The patient was transferred to the cardiac surgery clinic and bypass surgery was performed to remove the wire. The cardiac surgeon could not give a logical explanation why the guide wire could not be withdrawn and it is believed that any visible damages on the wire are the result of repeat manipulations.

Manufacturer narrative:
Device evaluation: examination of the device revealed that only 18.6cm of the distal tip was received for analysis. Kinks were observed at 1.3cm, 13.0cm and 18.0cm from the proximal end. The outer diameters of the device were measured and the measurements met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).